Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The field service engineer (fse) confirmed that hgb, white blood cells (wbc) and platelets (plt) were failing startup prior and found tubing connected to the back of the wbc bath had a small tear that caused a buildup on the outside of the wbc bath / hgb chamber and diode. The fse trimmed and replaced the tubing to resolve the issue, and no further erroneous results were reported. (B)(4).

Event description:
The customer reported that erroneously high hemoglobin (hgb) and hematocrit (hct) results on one patient sample run on a coulter ac·t diff 2 analyzer. There were no instrument flags or error messages received at the time of the event. Erroneous patient results were reported out of the laboratory and the patient had blood redrawn at the hospital; however, there was no change or effect to patient treatment in connection to the event.